Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator adjust know is not showing a number change, they are using the limit know to adjust the pressure while the unit is on a patient. There was no information of patient harm reported with this event.